Manufacturer narrative:
Secondary intervention. Evaluation: results: short aortic neck with thrombus; patent lumbar arteries; extensive co-morbidities. Endoleak. Implanting the stent graft in a patient with short aortic neck. Evaluation: conclusions: short aortic neck with thrombus; patent lumbar arteries; extensive co-morbidities. Identity of endoleak unknown. Implanting the stent graft in a patient with a short aortic neck.

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was short in length and filled with thrombus. The patient was not believed to be an ideal endovascular candidate; however, due to the patient's extensive co-morbidities, it was decided that endovascular repair would be performed. It was reported that a talent bifurcated stent graft and ipsilateral and contralateral limbs were implanted. Then the physician used a reliant balloon (MFR# 2953200-2009-01338) repeatedly with at least 7 inflations, and the balloon was stretched lengthwise beyond the markers before ending up bursting inside the left iliac limb stent graft; however, after the balloon burst, there were no further consequences. The post-implant angiogram showed a slight delayed blush of contrast into the aneurysm sac. Due to the delay of the blush and the appearance of lumbar arteries, a type ii endoleak was considered; however, the physician elected to monitor the patient at the 30 day follow-up. A CT follow-up has not been performed yet to the identity of the endoleak. No additional clinical sequelae were reported, and the patient is fine.